Event description:
Open heart core pack with holes in the drapes and not the outer plastic packaging. Three packs all with the same lot mfg cardinal health, exp date: [redacted date] mfg date [redacted date], lot# 041820, catalog scv7coc31. Manufacturer response for open heart core pack, open heart core pack (per site reporter) e-mailed [redacted name] or team, [redacted name] and [redacted name]. Per [redacted name], this is the only location that uses this pack so there have been no other reports for this lot. [Redacted name] connected [redacted name] with or for confirmation of number of affected and resolution.